Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Attachment: user facility med watch was received on 01/20/2015. The report number is (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch received that stated: "patient had three symbiq pumps fail in a short period of time. A drug was being infused and the rate could not be changed to the desired rate on either pump. Pump in question on this report exhibited a display failure." Upon further query the customer contact reported a touchscreen failure during a delivery of an unspecified medication. Though requested no further information was available including pump programming, or event details. It was reported that there was no adverse event related to the event on this patient. No additional information was provided. Reference uf # (B)(4).